Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During the processing of this complaint, attempts to obtain device information were made but not received.

Event description:
It was reported the patient's ipg had reached end of life. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.